Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with the "start" button on the control module being inoperative and the total parental nutrition (tpn) not starting was confirmed during service by baxter personnel. An investigation plan, event history log review, service documentation review and trend alert evaluation tasks confirmed the reported problem. The problem was also reproduced in service. The root cause was determined to be that the keypad flex cable had corrosion near the control module housing. The graphics panel was replaced to correct the reported problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. "This issue has been escalated to CAPA."

Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device's "start" button on the control module is inoperative. The unit is being swapped out. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.